Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 270mm thoracic dissection. Two valiant stent grafts were implanted during the index procedure. It was reported that the patient presented with back pain and a CT carried out approximately 6 years later showed a type 1a endoleak of the dissection. The false lumen filling from the top due to the type ia endoleak and the left renal filling from below. The physician reported the cause of the event could not be determined. No additional clinical sequelae were reported, and the patient is being monitored.